Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that at the first post operative office visit, the right atrial lead was found to be dislodged. The lead was explanted and the atrial port was plugged. No patient complications have been reported as a result of this event.